Event description:
Additional information received: operator believes one device was user error, but in one the knot formed outside the device. "Both seem to be cuff miss".

Manufacturer narrative:
The device was returned for analysis. The reported ¿device did not deploy correctly¿ was confirmed, as a needle to cuff miss occurred. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6: removed device code 2616 replace with 1142

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned. Investigation has not yet begun. A follow-up report will be submitted with all additional relevant information. The additional vessel closure device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in an unspecified artery was attempted with proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, both devices did not deploy correctly. No additional information was provided.